Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of low voltage alarms and a system controller exchange was confirmed via the submitted log files. The reported event of damage to the black power cable was not confirmed as no product was returned. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) and bus voltages on both power cables fluctuating below the respective alarm thresholds. The alarms resolved when the rsoc and bus voltages returned to the expected voltage range. On (B)(6) 2025 from 04:08:56-04:09:32, the driveline was briefly disconnected, and the pump stopped before restarting when the driveline was reconnected. The pump operated as intended while the driveline was connected. The atypical low voltage advisory and power cable disconnect alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the cause for why the patient was unable to exchange the system controller, if there were any adverse effects from the attempted system controller exchange, if the system controller was successfully exchanged, if the exchange resolved the alarms, and if any product will be returning; however, no additional information was provided and to date, no product has been received. A root cause for the reported events was not conclusively determined through this analysis. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had low voltage alarms and damage to black power cable. System controller was attempted to be exchanged. Log file review showed abnormal power cable disconnect alarms while the patient was utilizing both battery and power module power. The log also contained multiple low voltage hazard event while on battery power. These alarms maybe related to the reported damage to the controller lead. The log also contained driveline disconnect and various alarms associated with the attempted controller exchange on (B)(6) 2025.